Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display and experienced high blood glucose level of 515 mg/dl. The customer¿s blood glucose level was 515 mg/dl. Customer treated with injection and declined to troubleshoot for high readings. Customer states that is cutting itself off and display went blank then came back on. The customer was assisted with troubleshoot for blank display and customer states display is blank currently. Customer states the contacts on the battery cap are neither missing nor damaged. Customer states the spring is neither damaged nor corroded. The customer reported that display returned. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit power up properly after battery installation. No blank display noted. Unit was received with normal operating currents and passed self-test, unexpected restart error test. No unexpected off no power, low battery, battery out limit and failed battery test alarms during testing. Also, unit passed rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. No unexpected no delivery alarm noted during testing. Unit had minor scratched lcd window, cracked reservoir tube lip and stained address/serial number label.